Event description:
Rec'd info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self testing.